Event description:
No injury sustained to the patient. Patient was ready to be moved from operating room table to her bed for transport to pacu. Just prior to transferring patient, the head of the bed was lowered via bed control remote to flatten the bed. Upon releasing the button, the head of the bed continued to move downward on its own, placing the patient in an unintentional steep trendelenberg position. Button pressed on remote to reverse/stop position with no success. Head of bed stopped moving on its own.